Event description:
On (B)(6) 2024, the patient reported to the epileptologist, concerns regarding an indentation around the rns neurostimulator with pain/ throbbing. The epileptologist referred her to neurosurgery for evaluation. On (B)(6) 2024, additional surgery was performed by plastics and neurosurgery. The patient underwent surgery to address erosion/ defect of the patient's skull. Treatment included the use of plates to bridge any gaps. Neurosurgery decided to replace the neurostimulator at the same time. Treatment included standard intra-operative antibiotics in site and intraveneously.

Manufacturer narrative:
Comp (B)(4) the explanted product was not returned to neuropace for analysis. There is no indication of product failure or malfunction.